Event description:
It was reported that the bd maxplus needleless connector was clogged. The following information was provided by the initial reporter: fluid blockage during pre-use inspection.

Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however the customer indicated that the complaint sample was from lot 21085875. The feedback provided by the customer indicates complete occlusion was detected when attempting to access the maxplus. Further information provided by the customer indicates no visible damage was detected on the maxplus component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085875 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however the customer indicated that the complaint sample was from lot 21085875. The feedback provided by the customer indicates complete occlusion was detected when attempting to access the maxplus. Further information provided by the customer indicates no visible damage was detected on the maxplus component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085875 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. H3 other text : see h10.

Event description:
It was reported that the bd maxplus needleless connector was clogged. The following information was provided by the initial reporter: fluid blockage during pre-use inspection.